Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the device was not functioning. A tear in one cylinder was observed. All components were removed and replaced. The previous ipp was implanted in 2016. There were no further patient complications.